Manufacturer narrative:
Date of submission 07-jun-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional information not previously reported: the original complaint made by the reporter also included an allegation that the cartridge cap was damaged. The device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: on examination, the battery compartment was confirmed to be cracked as per the initial complaint allegation. In addition, the threads in the battery compartment were noted to be damaged. During the investigation, it was also noted that the cartridge compartment was also damaged along the top of the compartment. The returned cartridge cap was able to secure properly to the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.